Manufacturer narrative:
Na

Event description:
It was reported that the atrial lead exhibited noise and was capturing the ventricle. An x-ray showed that the atrial lead was close to the ventricular lead, and showed physical damage on both leads. The lead was explanted and replaced.